Event description:
It was reported that the patient stored data indicates oversensing episodes on the right ventricular lead, but all other measurements are stable and there is no oversensing during office visit. The lead remains in use and further monitoring will continue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.